Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxins report could not be performed because product information was not provided. The reason for the reported revision due to infection in case (B)(4) cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending investigation.

Event description:
It was reported that this patient's left knee was was revised due to an acute infection. Surgeon soaked the poly on betadine and reimplanted.